Event description:
Pt with history of lymphoma presented with severe pulmonary emboli. Rep was called by both dr. And cath lab manager to be present during use of angiojet. Advised dr that this was a high risk procedure and he should consent the pt with this awareness. He did. He also consulted with other physician and proceeded with the procedure. He put in a swan ganz catheter to monitor the pa pressure. He evacuated the pt's left pa first for about 50 ml with multiple passes. He then evacuated the right pa for about 100 ml. He went back to the left pa for 50 ml and things looked great. He conferred with the scrub tech and they decided to go back into the right pa for 1 more pass after about 25 ml noticed an air bubble in the tubing. The pt was having trouble breathing. Pt was having hemoptysis. Pt was stabilized and then intubated. An ivc filter was inserted and the pt was sent to ICU. Three days later called the lab to check on pt's condition and they told rep pt was still alive and doing o.k.